Event description:
During the hospital visit, the patient's heart rate was primarily running around 50-70 beats per minute with two incidents of 80 to 92. Blood pressure was close to 100/50 consistently (nursing note documented at 1054): the patient was alert and oriented to person, place and time, the patient is on 2 liters/minute of oxygen via nasal cannula. The patient is also on contact precautions, had loose stool, and their clostridium difficile test came back positive. The patient was moved to another room. The patient had an elevated hr and the provider was contacted and medicated per the record. The patient went to dialysis, with dash for telemetry and heart rate monitoring. At 0647 lopressor IV 2.5mg ordered. At 0658 lopressor IV 2.5mg administered. At 0743 heart rate 135, blood pressure 77/51. At 0821 routinely scheduled lopressor 25mg by mouth twice per day administered. Continuous heparin drip running at 14 units/kg/hr. At 1036: dialysis initiated in inpatient dialysis. Heart rate continued to slowly trend down with lowest result at 1210. Heart rate = 97 but up to 126 at 1241. Arrhythmia alarm previously turned off/not alarming with cardiac arrhythmia. Pt in v-tach followed by asystole - arrhythmia alarm on telemetry monitor not sounding.